Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer experienced high blood glucose levels. Customer went through troubleshooting, no drops were seen coming out of tubing. Customer changed cartridge and infusion set and then resumed insulin delivery.